Event description:
It was reported that a crystalens was implanted in the patient's right eye and that there was a potential capsule rupture during the surgery. Despite multiple attempts to obtain additional info from the initial reporter, no additional info has been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.